Event description:
Additional information notes that during a subsequent follow up, ventricular undersensing and no capture were observed.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
New information notes that the device was explanted.

Event description:
It was reported that the device was reprogrammed due to an alert for device reset. The patient will be monitored.

Event description:
New information notes the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and noise was observed. However, the root cause of the noise could not be determined because the issue was lost during testing and could not be reproduced.